Manufacturer narrative:
Inratio precision data provided by end-user lot 070332: first test inr = 5.2, second test inr = 5.1, mean = 5.15; sd = 0.07; %cv = 1.4%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.2, second test inr = 5.1 .